Event description:
It was reported that the r-wave amplitude decreased suddenly. The pacing lead impedance also decreased gradually. The physician chose to monitor the lead.

Manufacturer narrative:
Na